Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that patient underwent an incisional hernia repair on (B)(6) 2010 with a mesh due to left groin hernia. No additional information was provided.